Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported, rupture. Patient also stated, that breast is more firm. Explanting physician also later reported, "silicone extrusion through the skin and inflammation of the capsule". The device has been explanted and discarded. This record relates to the left side.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture", left breast "became more firm", "believed I developed capsular contracture", "leaking from my scar". Device remains implanted.